Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon was not opening up all the way. Radiopaque marker could not be visualized to confirm proper placement". Additional information states that the device was removed and not replaced. The patient's current condition is unknown. Please see associated MDR# 3010532612-2025-00344.

Manufacturer narrative:
(B)(4). The reported complaint that the "radiopaque marker could not be visualized" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "balloon was not opening up all the way. Radiopaque marker could not be visualized to confirm proper placement". Additional information states that the device was removed and not replaced. The patient's current condition is unknown. Please see associated MDR# 3010532612-2025-00344.